Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 70 mg/dl. The customer stated that they got power loss alarm. The customer was able to successfully clear the alarm. The customer was unable to complete pump rewind. The customer performed self test and it was passed. The customer declined troubleshoot for power loss alarm and low blood glucose. The customer was treated with orange juice. The insulin pump will not be returned for analysis.